Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was observed with atrial noise reversion alerts. Upon investigation, it was determined there was atrial lead noise. Programming changes were recommended. No patient symptoms were reported.